Event description:
The hcp reported, that the patient had been found unconscious on the floor. The reporter was no longer seeing the patient, but reported the patient's status as good. Additional information has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
.